Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to a low blood glucose on an unknown date with a blood glucose of 2.8 mmol/l at the time of the incident. The customer was unsure of the exact date of hospitalization but reported it occurred 3 to 4 months ago. The customer treated with glucagon and intravenous infusion. The customer reported feeling low and trying to treat but fell unconscious. The customer subsequently suffered a broken foot, was in a comma, and had a stroke. The customer was wearing the insulin pump during the incident. The customer used sensors from a third party. Troubleshooting was not completed because the customer did not have the insulin pump. The insulin pump will not be returned for analysis.